Manufacturer narrative:
On 3/27/2019, mentor became aware that the patient underwent bilateral removal on the breast implants. However, photos were only provided and no date of explantation was provided. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent breast augmentation revision with a mentor smooth round spectrum 425cc saline breast prosthesis. Deflation of the right breast prosthesis was determined. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 10/3/2019, mentor became aware that the correct date of implant explantation was (B)(6) 2018 and that the patient had undergone bilateral removal and replacement with the following devices: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 7635427 sn: (B)(4) and (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 7635427 sn: (B)(4). Mentor also became aware that the concomitant device was: 425cc mentor smooth round spectrum saline catalog: 3501470 lot: 5699752 manufacturer¿s reference number: (B)(4).